Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 extension cable. The hemopro cautery intermittent cutout. The harvester experienced cutout of hemopro cautery operation after transitioning from taking endo radial to endo vein. They had the power supplies switched with the loaner in the secondary heart room. This didn¿t fix the problem of intermittent cutout. They struggled through the case without changing out anything else (ie cords or kits). No patient harm. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 extension cable. The hemopro cautery intermittent cutout. The harvester experienced cutout of hemopro cautery operation after transitioning from taking endo radial to endo vein. They had the power supplies switched with the loaner in the secondary heart room. This didn¿t fix the problem of intermittent cutout. They struggled through the case without changing out anything else (ie cords or kits). No patient harm. A replacement device was used to complete the procedure.